Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on(B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced a skin reaction with redness, inflammation/swelling, pain, warm to the touch, and firm, developing a hard, ¿knot-like¿ consistency at the needle puncture site, which occurred 3 days after the sensor had been inserted in the arm. The patient reported that his second sensor, which had been inserted 05/24, initially functioned as expected but began providing inaccurate low glucose readings late tuesday night. At approximately 4:30 am the following morning (05/27), the device displayed a ¿sensor failure¿ message, prompting him to remove and replace the sensor. After removing the sensor from his left arm, the patient initially noted mild redness and slight swelling at the insertion site. Over the next several hours, the condition steadily worsened. By mid-morning, the redness and swelling had spread beyond the insertion site and into the left biceps area. The swelling appeared to originate from the puncture site and gradually extended outward, eventually involving a significant portion of the biceps. It measured approximately 4 to 6 inches in width and extended about 6 inches along the length of the arm. As the swelling progressed, the area became increasingly red, warm to the touch, and firm, developing a hard, ¿knot-like¿ consistency. The patient reported significant tenderness and pain, which limited his ability to lift or move his arm. By late morning, the swelling had become more pronounced, with the entire affected area remaining warm and visibly enlarged. Despite the extent of swelling, there was no noted drainage, open wound, or visible fluid. Due to the progression of symptoms, the patient sought medical attention that afternoon. His primary care provider prescribed ciprofloxacin 500 mg to be taken 2x a day for 7 days, along with mupirocin 2% ointment to be applied 3x daily. At the time of the call, the patient reported that the swelling, redness, warmth, and pain were still present. However, the firmness of the area had slightly decreased compared to its peak earlier in the day. No other details were provided. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).